Event description:
The iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted into the pt. No alarms sounded during iabp. The pt went on to expire. The contact at the facility stated that it was unk if the event contributed to the pt's death. Event complications: unk reported 10/24/96. Pt's current status: expired rpt'd 10/24/96.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.